Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: a cable was stuck inside. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. This device used for treatment and not diagnosis. Initial evaluation of the device determined that the cannulation was blocked and the tensioner would not function. Destruction testing found a section of cable lodged within the tensioner. The cable was removed and the tensioner was reassembled and tested three times in an inline configuration in accordance with work instruction (B)(4). (B)(4). All test results meet specifications and the device functioned properly. A manufacturing root cause was unable to be determined.